Event description:
A consumer called to report that they had been burned while using a heating pad. The consumer stated that this burn occurred when she was using the heating pad on her back while sitting ni a chair. The incident resulted in first degree burns, and she was treated by a doctor. The product has a clear warning that states the product is intended for use on top of the body, an consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.